Manufacturer narrative:
(B)(4). MFR report # should have been 9614546..all pertinent information available to abbott medical optics has been submitted. Placeholder.

Event description:
It was reported that the intraocular lens (iol) is supposed to be oriented at 71 degrees. The implant date was (B)(6) 2013 ((B)(6) 2013). On the (B)(6), the patient was seen for follow up visit, and the lens had moved to sit at 180 degrees. The doctor, under the slit lamp, moved the iol back to 71 degrees. On the (B)(6), at follow up visit, the lens was still at 71 degrees and stable. The patient visual acuity was 6/6. No further information was provided.

Manufacturer narrative:
(B)(6). (B)(4). Reason for non evaluation: to date the intraocular lens remains implanted. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
Product problem should be checked (as well as adverse event).used for secondary procedure.all pertinent information available to the manufacturer has been submitted. Placeholder.